Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the smartsite engagement of an extension set while mated to a piv. The extension set was connected to the patient without an infusion in process; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or anomalies. Functional and pressure testing was performed; no leaking was observed. The root cause of the customer¿s report of a leak was not identified.